Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop without pupil block and angle closure. Due to excessive vault and elevated iop without pupil block and angle closure, the lens was exchanged for a shorter length lens. The problem was resolved. The cause of the event was reported as device. There are multiple medical device reports associated with this patient. This report is 1 of [insert total # of reports] total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
B5 - there are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. G4 - premarket identification: not a combination product. Claim # (B)(4).